Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that all buttons of the insulin pump were slower to take action, rewind was harder, battery life diminished ( not less than a week), battery cap was not closing correctly, and the insulin pump took longer to adjust blood glucose after pump administered insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.